Event description:
It was reported that this device exhibited gradually rising shock impedance measurements, with a single high out of range value (>125 ohms). Boston scientific technical services were contacted and recommended continued remote monitoring. At this time, the device remains implanted and in service. The patient was stable with no adverse consequences.